Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed a longer longevity than previously observed during a former interrogation. Boston scientific technical services (ts) discussed the current longer longevity matched the expected based on magnet measurement and explained possible reasons for longevity bin hoping. The pacemaker remains in service. No adverse patient effects were reported.